Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the generic bd pyxis¿ es server, all system were down, and user requested to set all machines to critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the all the stations were in critical override. A technical support specialist (tss) confirmed that the hospital was having a network issue and for that the tss was unable to dial into the server. As the app server was offline, advised the customer to enable the critical override on the station, also advised the customer since the server was customer managed, they should reach out to their it to work on it. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, all system were down, and user requested to set all machines to critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.